Event description:
It was reported that when a device was used during a hemorrhoidectomy, the device would not staple and would not cut. Another device was used to complete the case. There were no consequences to the pt.